Event description:
It was reported that the insulin pump alarmed. Troubleshooting could not be performed as customer is overseas. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked case near the display window and cracked battery tube threads.